Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal delivery totals in the total daily dose did not match the active basal program total. There was no known cause for variation. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: the basal tdd¿s for 04-16 appear to be inaccurate. The pump history shows a 0.00u basal rate from (B)(6) 16:23 to (B)(6) 07:07.. The 0.00u basal rate was due to a replace cartridge alarm on 04-05 at 16:19. The next prime being recorded on (B)(6) at 07:00 and deliveries resumed. Pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. Basal tdd¿s found to be recording accurately testing. Unable to duplicate the complaint.